Event description:
The pt's relative tested blood glucose on the suspect device in the morning upon awaking and the result was 56mg/dl. Pt was given orange juice and within minutes the pt had a seizure. Relative called 911 and the emt's came. Upon arrival the emt's retested with the pt's suspect device and the result was 97mg/dl. The emt's then used their own device and the result was 38mg/dl. Pt was given glucose and taken to the hosp. At the hosp pt was given an IV and a lab was run with a result of 208mg/dl. Pt was stabilized and sent home.